Event description:
Reportedly, on the first firing to the right gastric artery, clip was placed once, but after that, it broke and fell into the cavity. Arterial bleeding was reported and another device was used to control the procedure. Procedure type: lap assisted distal gastrectomy.